Event description:
When specimen retrieval bag was inserted into abdomen the bag was cinched like it had already been "deployed" and surgeon was unable to open the bag to put the specimen inside. A new specimen retrieval bag was opened immediately and the case continued as expected.